Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the loss of fluid column during preparation. It was reported that during preparation of the steerable guide catheter (sgc), loss of fluid column was noted in the hemostatic valve. The 3-way stopcock was changed and the guide was flushed. The guide was noted to be holding column at this time; however, when the dilator was introduced into the valve, column was lost again. The device was discarded and replaced with a new sgc. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.